Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, stent damage occurred. The 90% stenotic, de novo lesion was located in the non-calcified and moderately tortuous proximal right coronary artery. The physician pre-dilated the lesion with a 2.25 x 15 mm apex balloon and then advanced the 3.50 x 32 mm taxus liberte stent to the lesion, but was unable to cross. The physician removed the device from the pt and found that the stent was flared. There were no pt complications. The procedure was completed with another 3.50 x 32 mm taxus liberte. Pt status is reported as "good".

Manufacturer narrative:
(B)(4). Device eval: it is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).